Event description:
Patient reported on social media that her seizures were getting worse and that she was getting seizures that were a different kind as well. No other relevant information has been received to date.